Event description:
A user facility returned the olympus asset maintenance unit, to the olympus service center. Upon inspection and testing of the returned device, broken power cable connector was noticed. There were no reports of patient harm associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found: power cord receptacle failure/power switch issue, power switch broken, and output socket broken/worn/loose. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the failures could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the power cable connector (inlet) on the maintenance unit asset was broken. During inspection and testing of the returned device, the power switch was also cracked. There was no patient involved in this event as this equipment is used as a leak tester during reprocessing.